Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models referenced in the article for this manufacturer are the models 4968, 5071, 6937a, and the 6996sq. The baseline gender/age of the patients is male/(B)(6). Since no device ID was provided, it is unknown if this event has been previously reported. All information provided is included and no further information is available. Referenced article: minimally invasive epicardial implantable cardioverter defibrillator placement for infants and children: an effective alternative to the transvenous approach, heart rhythm,http://dx.doi.org/10.1016/j.hrthm.2016.06.024.

Event description:
A journal article was received which contained information regarding this lead model. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients who received inappropriate shocks, had infections, experienced pleural effusions, pneumothorax, had leads with coil detachments, apparent fractures, threshold changes, elevated shock and pacing impedances, insulation breaks, and a case in which the lead had adhered to the pericardium. The status/location of the leads is unknown. No further information is available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.